Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient was hospitalized after experiencing respiratory failure with dyspnea and acute hypercapnic and hypoxic respiratory insufficiencies, and nosocomial pneumonia due to the respiratory syncytial virus. The patient received endotracheal intubation and intravenous antibiotics. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after experiencing respiratory failure with dyspnea and acute hypercapnic and hypoxic respiratory insufficiencies, and nosocomial pneumonia due to the respiratory syncytial virus. The patient received endotracheal intubation and intravenous antibiotics. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.